Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2013, while troubleshooting a pump issue with animas customer technical support (cts), the lay user/patient mentioned that her onetouch ping remote meter ¿stopped working¿. Lifescan (lfs) customer services attempted to reach the patient to obtain additional information and troubleshoot the alleged meter issue; however, were unable to reach her by phone. The complaint was classified based on information provided to lfs by animas cts. Animas cts noted that the patient just mentioned that the subject meter ¿stopped working¿ on (B)(6) 2013 and was unwilling to explain what problem she was having and was also unwilling to troubleshoot the alleged meter issue. It is not known if the patient made any changes to her usual diabetes management regimen due to the alleged meter issue. There was no mention of symptoms or medical treatment received as a result of the alleged meter malfunction. Animas cts noted that the patient refused to return the subject meter. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient did not report developing symptoms suggestive of severe hypoglycemia or hyperglycemia nor receiving medical intervention for either of these conditions. However, this complaint is being reported because the alleged meter issue remained unresolved.